Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly and motor. Analysis was unable to verify low battery life and motor error alarm due to blank display. The insulin pump had scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had display anomaly. The customer reported that the display was blank. The customer's blood glucose was unknown at the time of incident. Troubleshooting was done. The customer stated that the display did not return after troubleshooting. The customer also mentioned that they received several motor error alarms. The insulin pump was returned for analysis.